Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for device check. No capture could be obtained. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before and after the procedure.